Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a product experience report (per) form that this device and electrode were explanted on (B)(6) 2014. The clinical observation section of the form lists lead-electrode end as the reason for explant. The patient was given IV antibiotics and no patient adverse effects were reported as a result of this surgical procedure. Boston scientific received information from the local representative that the patient had removed the derma bond of the incision and developed a small 1.0cm infection hole at the supra sternal notch. The device and electrode were explanted without incident. The patient did not want a replacement system implanted. The risks of being unprotected was explained to the patient by the physician. No replacement procedure has been scheduled.